Event description:
It was reported that the patient's mother stated she was not able to pass an 8 french suction catheter through the tube. The patient's mother stated the initial insertion of the obturator was much tighter than usual, but they did manage to insert it. It was reported that this tube remains in the patient because the only available backup is from the same lot. The mother stated she would be picking up a 3.0 ped from an unaffected lot from her ear, nose, throat doctor the same day in the afternoon and would switch out the tube.

Manufacturer narrative:
Return of the shiley 3.0ped tracheostomy tube for failure investigation has been requested. A manufacturing CAPA is addressing the failure mode. A device alert for the shiley 3.0ped cuffless pediatric tracheostomy tube was sent to customers january 14, 2009. A device alert was sent to the FDA regarding the shirley 3.0ped cuffless pediatric tracheostomy tube and the device alert sent to customers. See scanned page.